Manufacturer narrative:
Evaluation for device 2 of 2 (refer to manufacturer's report number 1627487-2008-00042 for device 1). Evaluation codes: method: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the device history record and sterilization record. Ans inc., has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 (refer to manufacturer's report number 1627487-2008-00042 for device 1).